Event description:
A report was received from a user facility in (B)(6) stating: "no aspiration during irrigation/aspiration. Tubing clogged. No pt impact."

Manufacturer narrative:
Product is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found.